Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of interlink solution sets would not prime. The reporter stated that there was ¿inconsistent success in getting the solution to prime the entire length of the tubing and continue to flow, even after checking clamps, venting the drip chamber and raising the product higher.¿ there was no patient involvement. No additional information is available.